Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone#: (B)(6).

Event description:
It was reported that the speaker cable was severed and the speaker emits no sound. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer was provided a quote for a replacement speaker but has not accepted the quote. The quote expired, and the case was closed. It is unknown how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened

Event description:
It was reported that the speaker cable was severed and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.